Event description:
Reporter stated that a capillary blood glucose test was performed, on an unconscious pt, using the suspect device, with a result of 150 mg/dl. Based on this value, no treatment was provided to the pt. Pt was reportedly transported to the hosp where a lab test (venous sample), 15 minutes later, revealed that pt's blood glucose was 25 mg/dl. Pt's current condition: not provided. Reporter stated that pt was treated with an intravenous dextrose solution. Reporter indicated that quality control testing had been performed on the suspect device (values were outside of the acceptable range); however, technical support discovered that reporter was using control solutions manufactured for a different type of test strip. Technical support requested the return of the suspect product, however, reporter declined.